Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2203e and lot#: 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device had flow issues. The following information was received by the initial reporter with the following: email received from (B)(6). "Pc only. Pt advised that she did not get full dose of winrevair on (B)(6) 2025 because one bottle would not fill. Did not elaborate. Lot number not given. No further details provided. Patient identifier: (B)(6) reference number: (B)(4)". Ae filed per statement "did not get full dose. Agent performed an outbound phone call to the consumer. Consumer answered the phone call and abandoned the phone call when the agent introduced himself. Permission to contact the hcp for a follow-up is unspecified. Unknown if photos of the pqc can be sent to the mnsc. Unknown if product is available for retrieval. Answers for (B)(4) could not be obtained from the caller.